Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported going to the emergency room and being admitted, due to abdominal pain. The patient reported having an infection, but did not know what type of infection. Upon follow up with the patient's nurse, it stated that the hospital discharge summary was not available and that the type of infection was unknown. The nurse stated that the patient is currently completing peritoneal dialysis treatments with no issues.

Manufacturer narrative:
(B)(4). Clinical investigation: there is no documentation of a causal relationship between the patient¿s abdominal pain and reported infection and the liberty cycler, however, there is a temporal relationship as the patient experienced discomfort during pd therapy on the liberty cycler. It is unknown what type of infection the patient experienced, but he is able to continue pd therapy with no reported issues. There are no allegations of a machine malfunction against the liberty cycler.

Event description:
A peritoneal dialysis patient reported going to the emergency room and being admitted, due to abdominal pain. The patient reported having an infection, but did not know what type of infection. Upon follow up with the patient's nurse, it stated that the hospital discharge summary was not available and that the type of infection was unknown. The nurse stated that the patient is currently completing peritoneal dialysis treatments with no issues.